Event description:
It was reported that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument was not recognized. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint because the instrument cable had been severed. An additional observation not reported was the snake wrist was dislodged at distal end. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported was the instrument control box (icb) cable was missing. The icb cable had been cut off from the vessel sealer instrument. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; dislodged snake wrist found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.